Manufacturer narrative:
(B) (4): a selected device population accelerated 3am self tests every 15 minutes for an extended period was unable to duplicate the intermittent failure. Additionally, further extensive testing of the returned devices was also unable to reproduce the failure. Therefore, the root cause for the intermittent failure was not determined. The intermittent failure trend analysis found that the issue was low risk and the rate of failures had subsequently subsided.

Event description:
Physio-control engineering investigation test log review identified 53 returned devices that had experienced unexpected depletion of the internal hlc battery. The devices intermittently malfunctioned (locked up) during the weekly three am self test and remained powered on until completion of the test the following week. The malfunction allowed the device to remain powered on and cause unexpected depletion of the internal hlc battery. There was no pt use associated with the event.